Event description:
Info received indicates the brake will not hold. If the brake pedal is engaged and the bed is bumped, the brake will disengage.

Manufacturer narrative:
Repairs have not been completed.